Manufacturer narrative:
F2: the user facility submitted medwatch (B)(4) for this event. H10: the device was received for evaluation. During visual inspection, the male luer rigid component was observed cracked into the needless connector. It was further noted, the appearance of white color on the cracked component which highlighted that external force was applied to the component. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was that the end user had applied force to the male luer into the needleless connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set disconnected and subsequently leaked. It was further reported "the patient's IV tubing disconnected from the central line". Additionally, "the male tip of the IV tubing" was "stuck/engaged in the needleless connector and the male tip had broken and separated from the tubing". The IV fluids had been leaking for "2 hours". The set was swapped out. There was no report of patient injury or medical intervention associated with this event. No additional information is available.